Manufacturer narrative:
There was no unexpected blank display anomalies, constant tone anomalies or watchdog alarms noted during testing. The pump passed the pump self-test, off no power test, unexpected restart error test, displacement test, and rewind test. The pump was received with high idle current due to corrosion on all electronic assemblies. The motor error alarmed during basic occlusion test due to moisture damage on fsr. There were minor scratches on lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to water during swimming. The customer's blood glucose level at the time of incident was 89mg/dl. The customer states the pump went blank. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.